Event description:
A customer reported to baxter corporate product surveillance a continu-flo solution set in which disconnection in the tubing was observed. According to the report, there were ?issues with primary tubing coming out of the port area while infusing an unknown medication. Caller reported blood getting on the patient and floor. Upon follow-up with the customer, it was determined that the disconnection occured between the tubing and the distal luer. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the tubing had pulled out of the bottom y site in-let port. Visual inspection of the tubing end showed that there is an incomplete plow ridge visible on the tubing end. The remaining solvent bonds were pull tested with no failures found. The reported condition was confirmed. An exact root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.